Manufacturer narrative:
Evaluation method the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had blisters on her back, under her arms, and on her breasts underneath the lifevest. The patient's nurse reported that she removed the lifevest to clean the patient's skin. The patient applied a cream that was not prescribed by the hospital or physician to the irritation. Follow-up indicated that the patient was not currently wearing the lifevest and that the irritation was healing.